Manufacturer narrative:
Device evaluated by MFR: returned product consisted of coyote fc balloon catheter with no other devices. There was blood and contrast in the inflation lumen. The distal tip was damaged. The balloon was tightly folded. Functional testing was performed by connecting an inflation device filled with water to the hub. As the device was pressurized water leaked out of the distal tip. Microscopic examination of the inner shaft identified a hole in the wall of the inner shaft at the distal end of the balloon cone. Microscopic examination of the markerbands presented no irregularities that could have contributed to the damage. No proximal weld damage was found. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified vessel below the knee. A 1.2mmx15mmx142cm fg coyote fc mr (emerge) balloon catheter was advanced to the lesion. The balloon was inflated however it ruptured at 10 atmospheres. The procedure was completed using a 1.2x15 coyote fc otw balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified vessel below the knee. A 1.2mmx15mmx142cm fg coyote fc mr (emerge¿) balloon catheter was advanced to the lesion. The balloon was inflated however it ruptured at 10 atmospheres. The procedure was completed using a 1.2x15 coyote fc otw balloon catheter. No patient complications were reported and the patient's status was good.